Manufacturer narrative:
Stryker advised the customer that their device is not serviceable due to its age. Stryker recommended that the customer remove the device from service. The device was not returned to stryker for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device booted up with a white screen. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.